Event description:
It was reported that the patient presented in clinic after they were inappropriately shocked. A device interrogation was performed and discovered that the shock was caused by their right ventricular (rv) lead oversensing noise. It was also noted that their rv lead exhibited high pacing impedance and failure to capture. The rv lead was capped and replaced on 7 jul 2025. The patient was stable throughout.